Manufacturer narrative:
H3,h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of not spinning could not be reproduced. Product did fail for handpiece sensor fault it but passed high speed testing (100-10,000 rpms) for 5 minutes each in forward, reverse and oscillate directions using footswitch. Failure to spin did not occur during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures.

Event description:
It was reported that the motor drive unit was not spinning. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.